Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related MFR report: 1627487-2020-32432. It was reported the patient stopped using and stopped charging the scs system because he could not tolerate tonic stimulation. The patient stated he met with an abbott representative for reprogramming, but the stimulation was reportedly worse and stopped using the device at that time. Surgical intervention was taken and the patient's scs system was removed.